Manufacturer narrative:
(B)(4). Customer returned pump for alleged cosmetic damage located at the battery tube case found on (B)(6) 2021. The pump passed the displacement test and p-cap locks properly into the reservoir compartment, however, damage to the retainer ring was noted during visual inspection. The following were noted during visual inspection: scratched case, severally scratched lcd window, cracked battery tube thread, cracked case, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, cracked battery tube case, serial number label damage, cracked retainer, keypad overlay texture damage. Cosmetic damage was confirmed at the battery tube case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had cracked on battery compartment. No harm requiring medical intervention was reported. The device will be returned for analysis.